Manufacturer narrative:
Evaluation of device involved in this complaint found no deficiencies in any cardiofocus device.

Event description:
The patient showed st elevation and blood pressure drop after the heartlight catheter was removed from the sheath. Echocardiography showed no cardiac perforation. Coronary angiography revealed that air embolization had occured along with cerebral infarction in a small area.